Manufacturer narrative:
(B)(4). Date of event: unknown. Batch #: batch # unknown. The batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the clip applier presented with oxidized rings and bad clip formation due to the misaligned jaws.